Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 11 months post implant of this aortic bioprosthetic valve, the patient presented with severe aortic insufficiency due to a failing leaflet. Two separate transcatheter bioprosthetic valves were attempted to be placed valve-in-valve. The physician could not successfully position either transcatheter valve and the procedure was aborted. A non-medtronic valve was ultimately implanted. No additional adverse patient effects were reported.